Event description:
It was reported that during an urgent follow-up, the pacemaker-dependent patient presented with syncope. Ventricular oversensing and high capture threshold were observed. Patient condition was good right after the event. The system was later explanted at another hospital. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.